Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/21/2019. The manufacturer's international service technician confirmed the failure and changed the front bezel. The device was returned to use.

Event description:
The customer reported that the navigation ring was out of order. There was no patient involvement. The event date was not specified; estimate used.